Event description:
It was reported the customer had moisture exposure to their insulin pump. Customer's blood glucose was 247 mg/dl. The customer stated their insulin pump went blank immediately after the moisture exposure. Customer also reported fluid was present under their lcd display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery insertion, and no blank display was noted. The pump had no button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corner, a scratched case, a cracked reservoir tube lip, and moisture damage on the electronic assembly and motor.